Event description:
It was reported to an aci sale professional that a possible sealant mis-deployment occurred following a coronary diagnostic case. It was confirmed by a vascular surgeon that there was a pt with ischemia following a diagnostic case in which the mynx was used, and that what was assessed to be mynx sealant was removed during a surgical cutdown procedure. The pt tolerated the procedure well and without complication. Unsuccessful attempts have been made to gather add'l info.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on info received and investigation performed, the cause of the reported sealant mis-deployment and ischemia could not be conclusively determined. It is unk whether or not the reported substance assessed to be mynx sealant was sent to pathology; therefore, the composition of the substance could not be confirmed. There is no evidence to suggest that the mynx device did not meet spec or perform as intended per instructions for use. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality dept.